Event description:
Pt was reportedly undergoing a meningioma procedure. The customer reported that when they began processing blood in the brat bowl, a leak developed from the area of the black seals. Approximately 500 ml of blood was lost because of the leak, and additional homologous blood was given to the pt as the result of the loss. There were no apparent pt problems resulting from the leak or the follow-up blood replacement.